Manufacturer narrative:
Correction d4 - additional device information- device information updated correction h4 - device manufacture date.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The report of "unable to communicate" with ipg was confirmed. The inability to communicate between the clinician's programmer and the implantable pulse generator was due to the device entering the service application state. Analysis of the returned ipg found the device entered the service app state on (B)(6) 2025, root cause is unknown as the patient did not report any procedures, or unrelated surgery.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that patients ipg became unable to communicate with external devices. As a result, surgical intervention may be undertaken to address the issue.